Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right internal jugular vein of right chest wall. On (B)(6) 2025, post the procedure it was noted that the catheter had broken and found leaking. Additionally, there was resistance in posterior pumping and also in pumping back. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right internal jugular vein of right chest wall. On december 12, 2025, post the procedure it was noted that the catheter had broken and found leaking. Additionally, there was resistance in posterior pumping and also in pumping back. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x ray image was provided for review. The images depict device is noted having been placed via a right jugular access. Contrast is being infused. There appears to be extravasation of contrast at the catheter¿s arc. Therefore, the investigation is confirmed for the fluid leak issues. However, it is inconclusive for the reported fracture, suction problem and difficult to flush issues as the evidence provided is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.